Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed far p oversensing and noise on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.